Event description:
The customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Initially, the pump did not begin charging after being connected for an extended period, so the customer was sent replacement charging supplies. Following their arrival and use of the new tandem wall adapter and charging cable, the issue was resolved. Technical support assisted the customer in updating settings and resuming insulin delivery, as the pump had been off for several days.